Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set. During troubleshooting, the customer indicated that she washed the tubes and purchased new parts. Following troubleshooting, the customer indicated that she felt that the issue was with the pump, not the parts. A replacement device was sent to the customer. On (B)(6) 2018, the customer was contacted by a complaint handler to get additional information, with no response. The customer was contacted on a second occasion by a complaint handler on (B)(6) 2018, and the customer responded on (B)(6) 2018. The customer indicated that she received the replacement pump, but had not been able to use it to date. She also indicated that the mastitis was resolved and that she already sent the original pump back to medela. The customer requested that a medela lactation consultant contact her to help her resolve any outstanding issues she may have. Contact with a medela lactation consultant is on-going as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her freestyle breast pump was not working after two months and she was treated in the ER for mastitis on (B)(6) 2018 and was prescribed antibiotics.

Manufacturer narrative:
The customer was contacted by a medela clinician on multiple occasions to get additional information. The clinician emailed the customer tips regarding exclusive pumping. The customer responded on (B)(6) 2018, indicating that the replacement pump was working without issue, that she no longer had symptoms of mastitis and that there was no need for further clinical contact. The device was evaluated with the customer's parts/accessories on (B)(6) 2018 and it failed to meet vacuum specifications. The vacuum test was then conducted using a medela lab kit with the customer's pump and it also failed to meet vacuum specifications. Refer to attached product evaluation report. It was identified in the evaluation that there was residue on the membrane plate on the motor aggregate (refer to attached picture), which confirms the customer's report of low suction; however, ca11-001 found that it cannot be definitively concluded that a low vacuum breast pump causes or contributes to mastitis.